Event description:
It was reported that during a ptca procedure, the maverick balloon would not hold pressure. No other information is available at this time. No patient injuries or complications were reported. Patient status was reported as okay.